Manufacturer narrative:
Evaluation summary: the lens carton was returned but the iol product was not returned for analysis. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the " lens had a sharp area on edge - turned for capsular rotation, cut lens. Removed and implanted other lens". Additional information has been requested and received. There was no patient harm.